Event description:
Facility returned the device for service. During service testing, the baxter service engineer reported failure code 810:11 was found in the pump's event history. No patient injury or medical intervention as resulting from this incident.